Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2020 with multiple inappropriate shocks. A chest x-ray revealed the right ventricular lead had dislodged and was sensing both atrial and ventricular signals. The lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the event.